Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation with a rapid ventricular response at 203bpm contributed to the false detection. The pt was at a hospital, sleeping at the time of the event. It was reported that a nurse woke the pt up to press the response buttons after the response buttons were not pressed during the entire event. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt continued to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data file. Review of data does not indicate any device malfunction related to the defibrillation event. Event manufacture date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4): (B)(6) 2014 - reuse. Add'l inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.